Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacturing representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the extension lead connection eroded through the scalp. The ins and extensions were explanted. No symptoms were reported. No further complications were reported/anticipated.

Manufacturer narrative:
Product ID 37085-40, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2020. Product type extension, product ID 37085-40, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2020. Product type extension. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Infection was confirmed, and was the result of the patient scratching the devices. It was unknown if the infection/erosion was resolved at this time.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 37085-40, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2020. Product type extension, product ID 37085-40, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2020. Product type extension, product ID 3387s-40, lot# v865889, implanted: (B)(6) 2012. Product type lead, product ID 3387s-40, lot# va02xpf, implanted: (B)(6) 2013. Product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep) stating that no surgical intervention had been planned yet and the lead was not explanted.

Manufacturer narrative:
Information references the main component of the system, other applicable components are: product ID 37085-40, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2020. Product type extension, product ID 37085-40, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2020, product type extension, product ID 3387s-40, lot# v865889, implanted: (B)(6) 2012. Product type lead, product ID 3387s-40, lot# va02xpf, implanted: (B)(6) 2013. Product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported the lead needed to be explanted as it was infected. Due to the patient's age and health, they were not a candidate for a new lead, so the physician was considering creating a lesion where the dbs lead currently is.